Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, it was observed that the hemostatic valve was not in the expected place. A device history record evaluation was performed for the finished device lot number 60000411, and no internal action related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the hemostatic valve of the completely separated from the sheath during the exchange of the catheter and while the sheath was in the left atrium. The sheath was replaced and the procedure continued. The procedure was successfully completed. No patient consequences were reported.